Manufacturer narrative:
(B)(4). The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that a piece on pump had broken. The top of the reservoir compartment o ring has come off. The top of the reservoir came off when tubing was removed. The customer was advised to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.